Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing of right atrial (ra) signals which resulted in an inappropriate shock being delivered. It was mentioned that there were small r waves present and that undersensing was induced. Additionally, a defibrillation threshold (dft) test was done. Technical services (ts) was contacted and recommended imaging to determine lead position. This rv lead remains in service. No additional adverse patient effects were reported. Additional information received detailed that the dft test mentioned was done during implant and that this rv lead had not dislodged. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing of right atrial (ra) signals which resulted in an inappropriate shock being delivered. It was mentioned that there were small r waves present and that undersensing was induced. Additionally, a defibrillation threshold (dft) test was done. Technical services (ts) was contacted and recommended imaging to determine lead position. This rv lead remains in service. No additional adverse patient effects were reported.